Manufacturer narrative:
Investigation findings: the driver was received for evaluation and the reported problem was confirmed. A visual examination of the device found approximately 1 inch broken off at the the distal end of the driver with the area of breakage slightly jagged. A material hardness check of the driver found it to be within specification. A review of this product's history found one other similar report for this failure mode. This universal driver is made of 17-4ph stainless steel and found to be non-cytotoxic.

Event description:
It was reported that during insertion of a screw in the patient's tibia for an acl surgery, the tip of the driver broke and was not retrieved. At this time, there is no known patient injury associated with this event.